Manufacturer narrative:
Calibration signals were acceptable. Pre-clean short, sample short, reagent short and abnormal aspiration alarms were observed on the alarm trace data. The investigation determined the issue identified by the fse was the root cause of the event. After re-attaching the spring holder, the issue was resolved.

Manufacturer narrative:
The field service engineer (fse) visited the customer site. The spring holder on the cell rinse mechanism was not attached properly. This caused the rinse nozzle to not go all the way to the bottom of the cells causing the cells to overflow. The customer had removed the spring holder and cleaned the rinse nozzle; the instrument was operating normally. The customer performed multiple successful qc runs and patient comparisons. The investigation is ongoing.

Event description:
The initial reporter complained of intermittent qc and calibration issues for a "few" assays a cobas 8000 c 502 module. The customer stated they were only running patient samples where the qc was in range. The customer stated multiple patient samples tested for tina-quant hemoglobin a1c gen.3 (a1c-3) had to be corrected. After the initial point of contact, the customer provided qc data for a1c-3 that was not acceptable. It is not clear when this qc data was generated in relation to the questionable patient results. The following is an example of discrepant results for 1 patient sample: the initial result was 7.1% with a data flag. This result was reported outside of the laboratory. The repeat result was 6.4%. The repeat result was believed to be correct. The a1c-3 reagent lot number was 470464. The expiration date was not provided.